Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.